Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, the guidewire was being used with an olympus scope and an ultratome. During cannulation of the common bile duct the tip of the guidewire detached. No detached fragments fell into the patient. There were no issues with the ultratome. The procedure was completed with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.